Manufacturer narrative:
The event date should have been (B)(6) 2017 rather than (B)(6) 2017. (B)(4).

Event description:
New information received states: reprogramming on the lead was performed prior to lead revision. Upon visual check, diaphragmatic stimulation was observed.

Event description:
New information received: lead no sensing and no capture issue due to lead dislodgement was observed as well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that when patient presented in clinic for a wound check, lead dislodgement was confirmed via chest x-ray. Lead was electrically functioning. Patient had sinus bradycardia however was otherwise stable. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.